Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). Following an unspecified guide wire, a 4.00x32mm promus element¿ plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. It was then noticed that the stent was unable to be removed from the wire. Subsequently, the stent and the wire was pulled out together from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed signs of damage with the proximal end of the tip stretched. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found stretching (necking) damage to the inner wire lumen wall with the wire lumen strained. The outer exhibiting signs of compression (accordioned) damage for 35mm in length proximal to proximal end of the balloon. Distal to the balloon the inner lumen appeared stretched and strained with the distal markerband stretched distally out of position. The device was received with the guidewire within the device. It was not possible to withdraw the device from the guidewire due to the restriction caused by the damaged wire lumen. The returned guidewire was measured distal to the distal edge of the tip was within specifications. The type of damage observed was likely caused by excessive tensile forces exerted on the shaft walls that gave the outer the appearance of being accordioned. A visual and tactile examination found a kink in the hypotube shaft 15mm distal from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). Following an unspecified guide wire, a 4.00x32mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. It was then noticed that the stent was unable to be removed from the wire. Subsequently, the stent and the wire was pulled out together from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).